Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that the buttons were hard to press. The customer's blood glucose was around 400 mg/dl at the time of hospitalization. The customer's blood glucose was 119 mg/dl at the time of call. The customer stated that the blood glucose reached 600 mg/dl. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump passed the delivery accuracy test. The pump had intermittent button response during testing due to a flattened dome switch on the down arrow, esc and act buttons. The lcd connector was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, a cracked belt clip slot and cracked battery tube threads.